Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to implant, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted the device was exposed to cold temperatures. The device was not implanted. There was no patient involvement.